Event description:
It was reported that the patient had a syncopal event and was admitted to the hospital. Multiple attempts to interrogate the patients device failed as it was not possible to maintain a telemetry link. The device was replaced. It was also reported that the device was returned. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient had a syncopal event and was admitted to the hospital. Multiple attempts to interrogate the patients device failed. Telemetry was not possible. The device was replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) testing confirmed a high current drain condition. Further analysis revealed it to be generated by an internal circuit short. Performance data collected from the device was analyzed, and revealed that the last battery voltage available was from (B)(6) 2010 at 3.21 volts.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) testing confirmed a high current drain condition. Further analysis revealed it to be generated by an internal circuit short.